Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that the run key on the orthopat machine was not working. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(4) 2009 to report that the run key on the orthopat machine was not working. No donor or operator injury was reported. The machine was returned to haemonetics and subsequently cleaned. The power supply and the distribution printed circuit board required replacement. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company's service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).